Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl; cause was not known. Reportedly, assistance was required in obtaining glucose tablets to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.